Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Additionally, no trends related to this issue have been identified during our track-and-trend analysis. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed.

Event description:
Customer reported that they were having issues with this needle leaking. When their lab was drawing blood, the blood starts running out the side of the needle down the patient's arm. The customer also stated that this is also happening with medication being administered to patients.

Manufacturer narrative:
Tests performed on the received samples of monoject hypodermic safety needle ref 1182110, lot 02305014 confirmed that the devices are suitable for use. All components were present and properly assembled. The needle/syringe combinations (both luer lock and luer slip) were found to be compliant with iso 80369-7, and no liquid leakage was detected during simulation testing. Unconfirmed.